Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The patient stated the device did not alert for his low glucose threshold of 80 mg/dl. The patient passed out and was taken to the hospital by ambulance. No continuous glucose monitor (cgm) or blood glucose (bg) values were provided. No emergency medical services (ems) or hospital treatment information was provided. At the time of the report the patient was doing well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. 'Try it' sound test was performed and passed. Case was opened for interior inspection and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No additional patient or event information is available.